Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 292.623s, lot 6l30278: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: october 09, 2019. Expiry date: september 01, 2029. Non-sterile part 292.623, lot 6l25575: manufacturing site: balsthal. Release to warehouse date: september 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the received sterile plastic packaging has shown that the included guide wire is bent. The further investigation of the sterile plastic packaging has shown that the packaging is not damaged as well sealed as intended. The outer packaging was not returned for further evaluation. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint condition, that the guide wire is bent in the sterile packaging, could be confirmed. The root cause for this bent guide wire cannot be clearly determined without having the outer packaging for further evaluation. It is likely that the damage has occurred due to an improper transportation or storing procedure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery. During the surgery, the surgeon found that the guide wire had been bended when he opened outer package. He stopped to use the guide wire. It was not reported how the surgery was finished. This is report 01 of 01 of (B)(4).